Manufacturer narrative:
Outcomes attributed to adverse event: 'other serious' is ticked. No remedial action was initiated on this event.

Manufacturer narrative:
Review of the log files show that several blower temperature high alarms were active on this device as well as a blower failure alarm and remained unattended. Blower temperatures of 80.8 and 100.1 degree celsius were also recorded. Alarm 401 inspiration valve or device leaky message was also active because the blower is not working. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced alarm 317- failsafe failure and alarm 316- blower failure. It was confirmed that the patient was involved but no information if the patient was harm or not.